Manufacturer narrative:
Per the clinic, the patient suffers a head trauma to the implant site due to a fall. The patient also experienced redness at the implant site, no sound and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient sustained a head trauma and short circuits were noted on two electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.